Event description:
Baxter sales rep reported that an infusion pump stopped working while infusing vasopressors at the facility and the pt was "compromised". The facility reported via user facility report, "all 3 channels were in use infusing hi-dose vasoactive medications to an immediate post-op CT-ICU pt. Channel c alarmed and displayed a reset message. Rn followed the instructions to reset, however the pump would not clear and restart pumping nor would it release the tubing to move the medication to other pump. Almost immediately after channel c failed, the other 2 channels failed and the entire pump locked down. New medication and tubing needed to be obtained to set up on different pump. The pt bp dropped to 78/54". Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's diagnosis and status, medical intervention, type of the failure, and set up of the infusion device.